Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens broke at the junction of the optic and the trailing haptic during insertion into the patient's eye. The incision was enlarged to remove the lens and another lens of the same model was implanted successfully. Additional information was requested, but was not provided.

Manufacturer narrative:
The injector was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the injector was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.